Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower patient that got admitted it didn't connect on ER and medsurg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, the technical support specialist (tss) dialed into the application server and checked the mail address, but it was blank. Tss spoke to the customer and requested the mail ID, but the customer was unable to provide the information. Later, tss was unable to reach the customer for further investigation, so proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower patient that got admitted it didn't connect on ER and medsurg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.